Event description:
An account in (B)(6) reported the surgeon had issues with a zero-p implant coming apart while trying to implant it in a patient. The surgeon had filled the lumen of the implant with vitos bone substitute and after placement using the implant holder he noticed the plate had separated from the cage. The surgeon put it back together and again it came apart. The surgeon attempted to place the implant 4 times. The surgeon then requested a new implant as he was not comfortable placing the damaged one.

Manufacturer narrative:
The implant in question was forwarded to the pd and he did perform a function test, which has shown that the zero-p is functional as required. It was possible to disassemble and assemble the components as designed. After assembling the titanium part does hold in position and can only be removed with effort. The manufacturing documents were reviewed and no complaint related issues were found. Based on the provided information we are not able to determine the exact cause of this occurrence and can only assume that applied bending and/or torsional forces during the insertion caused this separating of this implant. Another possible reason would be too high lateral stress while the implant holder was removed.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.